Manufacturer narrative:
This is one of five manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-06446, manufacturer report no: 2015691-2021-06447, manufacturer report no: 2015691-2021-06448, manufacturer report no: 2015691-2021-06449, manufacturer report no: 2015691-2021-06450.

Event description:
As reported by our affiliate in (B)(6) and through an article, 'transcervical approach versus transfemoral approach for transcatheter aortic valve replacement', 306 patients who underwent a transfemoral (tf) or transcervical (tc) tavr with an edwards sapien family balloon-expandable valves between 2016 and 2018 were retrospectively included in the single center study. The edwards sapien 3 and sapien 3 ultra valves were used for the procedures. As reported, strokes or tia events occurred within 30 days of the valve implant is 4 patients. The events were reported on patients who received the valve by the transfemoral approach.

Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef 30%, diabetes, age older than (B)(6), bypass procedure time 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than (B)(6), atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the cause and timing of the reported stroke events could not be determined. Investigation results suggest/indicate in addition to the procedure itself, patient factors not provided may have contributed to the reported events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for article: h. Lu, p. Monney, s. Fournier, et al., transcervical approach versus transfemoral approach for transcatheter aortic valve replacement, international journal of cardiology (2020), https://doi.org/10.1016/j.ijcard.2020.11.026. This is one of five manufacturer reports being submitted for this case.

Event description:
As reported by our affiliate in (B)(6) and through an article, 'transcervical approach versus transfemoral approach for transcatheter aortic valve replacement', 306 patients who underwent a transfemoral (tf) or transcervical (tc) tavr with an edwards sapien family balloon-expandable valves between 2016 and 2018 were retrospectively included in the single center study. The edwards sapien 3 and sapien 3 ultra valves were used for the procedures. As reported, strokes or tia events occurred within 30 days of the valve implant is 4 patients. The events were reported on patients who received the valve by the transfemoral approach.

Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef 30%, diabetes, age older than (B)(6), bypass procedure time 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than (B)(6), atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the cause and timing of the reported stroke events could not be determined. Investigation results suggest/indicate in addition to the procedure itself, patient factors not provided may have contributed to the reported events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for article: h. Lu, p. Monney, s. Fournier, et al., transcervical approach versus transfemoral approach for transcatheter aortic valve replacement, international journal of cardiology (2020), https://doi.org/10.1016/j.ijcard.2020.11.026. This is one of five manufacturer reports being submitted for this case.